Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused unit in an opened package from ref. 382533, lot 0153311 and two photos. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual/microscopic examination, it was observed that there was more silicon that normal on the tip of the catheter tubing confirming the reported defect. Although no quality issues were identified during the manufacturing process, the excess silicon is likely related to incorrect equipment settings during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that a molding defect was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "there appears to be a small dot of additional catheter material at the tip of the catheter."

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a molding defect was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter before use. The following information was provided by the initial reporter: "there appears to be a small dot of additional catheter material at the tip of the catheter".